Manufacturer narrative:
The evaluation and repair of this unit is in progress. (B)(4).

Event description:
It was reported by a customer in the USA that, an 840 ventilator graphic user interface (gui) had a blank display. There was no patient involvement.